Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018, a blood glucose greater than 250mg/dl, but less than 500mg/dl, with symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, the patient stated ¿the pump stopped delivering insulin with a system failure alert¿. No alarms were found in the alarm history. The reporter was not able to provide further information during the initial complaint. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.